Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implant date - 2015. Requested but not returned by hospital.

Event description:
It was reported a patient underwent a right shoulder hemiarthroplasty in 2015. Subsequently, patient underwent a revision procedure on (B)(6) 2016 due to instability. During the procedure, the head and taper adapter were removed and replaced. The patient underwent a second revision on (B)(6) 2016 due to dislocation. During the procedure, all components except the custom baseplate were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is scheduled for revision due to instability. No revision has been reported to date.